Event description:
Injures gums [gingival injury] brush heads no longer stay as securely attached to the hand piece...have quite a lot of give and rotate considerably along their own longitudinal axis...brush heads keep slipping oral-b [device connection issue] case narrative: male consumer via e-mail stated that the oral-b sensitive clean toothbrush heads no longer stayed as securely attached to the oral-b 7000 triumph toothbrush hand piece. They had quite a lot of give and rotated considerably along their own longitudinal axis. The oral-b toothbrush heads kept slipping and injured the gums. No serious injury was reported. 11-jul-2024 follow up via e-mail and picture: the suspect product was oral-b power rechargeable toothbrush handle 3762. The suspect product lot was r40751213. No serious injury was reported.

Manufacturer narrative:
06-sep-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Injures gums [gingival injury]. Brush heads no longer stay as securely attached to the hand piece...have quite a lot of give and rotate considerably along their own longitudinal axis...brush heads keep slipping - oral-b [device connection issue] case narrative: male consumer via e-mail stated that the oral-b sensitive clean toothbrush heads no longer stayed as securely attached to the oral-b 7000 triumph toothbrush hand piece. They had quite a lot of give and rotated considerably along their own longitudinal axis. The oral-b toothbrush heads kept slipping and injured the gums. No serious injury was reported. 11-jul-2024 follow up via e-mail and picture: the suspect product was oral-b power rechargeable toothbrush handle 3762. The suspect product lot was r40751213. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.